Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the housing was damaged. The insulation resistance of the motor was outside tolerance and there was a short circuit in the motor. Also the resistance value of the keypad of the handcontrol set was out of specifications and the cupstyle washer was loose internally in the device. The motor, handcontrol set and the handle of the device were replaced and the device was cleaned, tested and found to be fully functional. User mishandling is the most probable root cause for the physical damage to the device. However, given the information provided we cannot discern a definitive root cause for the short circuit inside the motor, along with the defective keypad of the handcontrol set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/27/2017 and passed all functional testing/before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that a ms tornado micro handpiece with buttons was defectuous. No surgical delay or patient consequence reported.